Manufacturer narrative:
The customer reported complaint was confirmed during visual inspection. The root cause was due to stiffness on a drive shaft. The sticky clutch was deburred to remedy the fault. During visual inspection, damaged front and bottom enclosure were noted. Also an intermittent issue with the user interface (ui) membrane was observed. When the lifeband was installed into the platform, the drive shaft was noted to be stiff. The autopulse platform is a reusable device and was manufactured in 2015 therefore, this type of damage is characteristic of user mishandling. The archive data review indicated multiple error message user advisory (ua) 20 (position out of range) on 08/04/2017. Ua 20 alerts the user that the spool shaft is not in the home position. The platform failed the initial functional testing due to error message user advisory (ua) 20 (position out of range) displayed when the platform was powered on and is unrelated to the reported complaint. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front and bottom enclosure were replaced. The ui membrane was also replaced. The drive shaft was rotate to home position to remedy the error message ua 20, after which he platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported during shift check, the customer was not able to install the lifeband into the autopulse platform (sn: (B)(4)) shaft. No patient involvement was reported.